Event description:
The patient was on bipap in the emergency room then transferred to nursing unit on venti-mask. Once in patient room bipap was set up and the patient was placed on it. The bipap then started to alarm o2 flow, and the patient's o2 sats decreased to 83%. The o2 connector was switched to other o2 outlet, and the alarm stopped, and the patient's o2 sats rose to 92%. Thirty minutes later the bipap began to alarm again with o2 flow, and the patient's sats decreased to 80%. At that time, the patient was taken off bipap and placed on 100% non-rebreather until a new bipap machine was received. The patient was then placed on a new bipap machine and the o2 sats increased to 100%.